Manufacturer narrative:
This device is used for treatment, not diagnosis. Device is not distributed in the united states but is similar to a device marketed in the united states. Investigation could not be completed, no conclusion could be drawn as no device was returned and a lot number was not provided.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient experienced post op breakage of a proximal femoral nail antirotation at the level of distal locking hole. The bolt is remains intact. The device was implanted 4/12/2013. After implant removal on (B)(6) 2013, re-osteosynthesis was performed with a long pfna 12 mm 420 mm length. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The device history records report states that the manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Device was not received. Investigation is on going; no conclusion could be drawn as no device was returned. Review of the device history records was previously reported on follow up # 1 and submitted to FDA on 8/21/2013. As the device was not returned, no further evaluation results are available.